Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-29, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2015, the patient presented to the clinic with a fever and redness at the pump site. The patient was identified as having an infection based on her symptoms. No troubleshooting or diagnostics were performed. On (B)(6) 2015, the pump system was explanted and the patient was placed on antibiotics. As of (B)(6) 2015, the issue had resolved. The patient's status was reported as alive - no injury. They planned to implant the patient with a new system after the infection was clear. If additional information becomes available, a follow-up report will be submitted.